Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +23.0d) was implanted backwards during primary cataract surgery. The lal was removed and another lal was implanted as a replacement.

Manufacturer narrative:
Manufacturer reference #: (B)(4).